Event description:
It was reported that pt had surgeries performed in 04/02, 11/02, 02/03, 05/03 and 10/03. It was reported that "unspecified injuries occurred." Additional info received in 06/04 states that shortly following pt's surgery, pt developed "extreme pain, swelling, and other serious injuries."

Event description:
It was reported that pt had surgeries performed on 4/12/20002, 11/13/2002, 2/5/2003, 5/13/2003, 5/15/2003 and 10/13/2003. It was reported that "unspecified injuries occurred." No other details or info is given. Additional info (legal complaint) received on 6/21/2004 states that shortly following pt's surgery, she developed "extreme pain, swelling, and other serious injuries." Update: additional info provided 9/2005 noted that according to the pt, the following is alleged to have occurred: gyn. Infections; increased seveve pelvic and abdominal pain; high blood pressure; severe and increasing nausea, vomiting, and dry heaves; malnourisment; extreme fatigue; bowel problems (repeated colonoscopy and meds for ibs); debpression; and infertility and early menopause. Pt states gynecare intergel was inserted twice.